Manufacturer narrative:
At this time, no additional information has been provided to conduct a thorough investigation into the root cause. The device history record (DHR) for the suspect device was reviewed, the chair was built according to specification. (B)(4) will continue with attempts to gain additional information. If additional information is provided, (B)(4) will submit a follow-up MDR at this time. Device not yet returned.

Event description:
Received a complaint via certified letter stating that an end user was occupying a tilite wheelchair when the device became unstable and flipped over on a ramp, causing injury.